Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 300-400 (mg/d) with large ketones. The customer went to the emergency room (ER) on (B)(6) 2016, and was treated with intravenous (IV) fluids and IV insulin. About 4 hours later, the customer left the ER with a bg level of 64 mg/dl, which was stated to be a normal bg level for the customer. The customer's health care provider (hcp) wanted the customer to change the carbohydrate ratio to 1:9 for the "dinner" time settings, and customer called tandem technical support for assistance with changing the setting. Review of the pump settings with tandem technical support showed that the customer's 5pm pump setting already had a carbohydrate ratio of 1:9. The customer did not make the changes to the settings, and confirmed hcp would be consulted to verify the settings.